Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported event. The device ran for 1217 pulses and was deactivated by the user. Investigation also found no damages, tears, or leaks in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide on the pod did not move foreword. Patient noticed insulin leaking from the pod. Patient's blood glucose levels reached 270 mg/dl while wearing the pod for 4 to 24 hours on the abdomen. Patient changed the pod and gave a correction.